Event description:
It was reported that this patient passed out and was admitted to the hospital. Upon review of device data, it was observed that this programmer reset the patient's device and caused episode dates to be saved under a year other than current. It was noted the programmer was located at the physician's office, so not sure how long the device had been reset to that date. No additional adverse patient effects were reported. The programmer is no longer in use.